Manufacturer narrative:
The hospital's biomedical engineer performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was not able to mechanically ventilate during a case. The case was completed in manual ventilation mode. There was no report of patient injury.